Manufacturer narrative:
Specimen results for 2 sids were submitted for review. Review of the data for sequence # 9249 found that the wbc and wbc differential results were flagged as invalid and flags were generated, indicating that verification of the results was required. Review of the data for sequence # 9281 found that the wbc result was underlined, indicating that the result was below the lower range limit and no results were generated for the wbc differential parameters. The samples were repeated on another cell-dyn sapphire with correct results. The data submitted illustrated the complaint issue. The field service representative (fsr) inspected the instrument and performed troubleshooting including replacement of parts. However, the fsr was unable to determine a single definitive likely cause for the falsely decreased wbc results. A review of tracking and trending of the product list number and complaint activity did not identify any trends for cell-dyn sapphire instrument with regards to the current issue. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the cell-dyn sapphire for serial number (B)(6) was identified.

Event description:
The customer observed falsely decreased wbc result generated on the cell-dyn sapphire analyzer for three patients. The samples were repeated on another sapphire analyzer which yielded normal results. It was noted that the analyzer did not generate any flag on the initial results. The following data was provided: sid (B)(6) initial wbc result = 0.06 10e3/ul, repeat result (another sapphire) = 7.64 10e3/ul. Sid (B)(6) initial wbc result = 0.009 10e3/ul; repeat result (another sapphire) = 5.47 10e3/ul. Sid (B)(6) initial wbc result = 0.8 10e3/ul; repeat result (another sapphire) = 6.1 10e3/ul. Customer¿s reference range: 4.8 to 10.8 10e3/ul no impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased wbc result generated on the cell-dyn sapphire analyzer for three patients. The samples were repeated on another sapphire analyzer which yielded normal results. It was noted that the analyzer did not generate any flag on the initial results. The following data was provided: sid (B)(6) initial wbc result = 0.06 10e3/ul, repeat result (another sapphire) = 7.64 10e3/ul; sid (B)(6) initial wbc result = 0.009 10e3/ul; repeat result (another sapphire) = 5.47 10e3/ul; sid (B)(6) initial wbc result = 0.8 10e3/ul; repeat result (another sapphire) = 6.1 10e3/ul; customer¿s reference range: 4.8 to 10.8 10e3/ul no impact to patient management was reported.